Event description:
A customer contacted beckman coulter inc., (bec) and reported that sample and reagent wash stations overflowed due to plugged waste line filters on immage 800 immunochemistry system. No error messages, flags or qc outside acceptable limits were observed prior to discovery of the leaking. There was no exposure or injuries to the operators. No erroneous patient results were generated or reported due to this issue.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse replaced filters on wash stations, cuvette wash, and hydro lines 10 and 16. The fse verified system performance. Failure mode determined to be plugged waste line filters. (B)(4).